Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0160988. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated form the hub during use. The following was reported by the initial reporter: "the customer reported about needle/shield separation from the barrel when removing the shield."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated form the hub during use. The following was reported by the initial reporter: "the customer reported about needle/shield separation from the barrel when removing the shield."